Manufacturer narrative:
Patient also experienced pain and hypersensitivity on entire neck/lower face area of the treated area. Patient did not see any cosmetic improvement from the laser procedure. There was no medication or medical intervention involved in this incident. Treatment technique was possibly not followed per the clinical guidelines since it cautions to avoid the mandibular nerve during the procedure. The device was evaluated and found to be operating as intended, no problem found. The patient's nerve injury is a reportable event.

Event description:
Patient had a mandibular nerve injury/neuropraxia on lower lip area from a laser procedure.